Event description:
It was reported during the implant procedure that the screw mechanism (helix) of the lead did not appear to be working via fluoroscopy and also measured high impedances and high thresholds. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection revealed that the defib conductor was distorted and the helix was distorted/bent.